Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone18.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient reported using an omnipod device from an affected recalled lot, which was associated with elevated blood glucose levels. The patient¿s blood glucose (bg) level reportedly rose to 568 mg/dl while wearing the pod on the arm between 4 and 24 hours. Reported symptoms included fogginess, a ¿fizzy¿ sensation, and heart racing (palpitations). Upon removal, the patient stated that the cannula did not appear normal and looked as though it was inserted at an angle. The patient was diagnosed with dka. Treatment administered included intravenous (IV) insulin therapy (insulin drip), laboratory testing (blood work), and medication. The patient was discharged on (B)(6) 2026.